Manufacturer narrative:
(B)(4): the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. Review of the black box and download history revealed typical usage alarms and warnings were observed in the black box; observed no stoppages in delivery. On keypad testing, all the keypad buttons were normally responsive. An ez-prime operation was performed without difficulty. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Event description:
On (B)(6) 2012, the patient reported that the okay button was intermittently responsive to presses. It was reported that the button required several presses in order to achieve the desired response. The issue began about 6 weeks prior to the contact with animas and was progressively worsening. There was no reported trauma to the pump, the keypad was intact, and there was no moisture exposure. The patient reported that the pump was in use since the button issue began. According to the patient, the measured blood glucose (bg) value was once around 500mg/dl without reported signs or symptoms of hyperglycemia. The patient said that the infusion set was changed, an injection was delivered, and bg returned to normal range. No additional details of the incident could be recalled or provided. The patient was unable to determine if the bg elevation was related to the keypad issue. This complaint is being reported based on the following conclusions: the keypad issue could not be resolved at the time of the trouble shooting. Around the same time, a hyperglycemic episode occurred that meets the definition of an adverse event. The two events could not be definitively linked nor could the pump be ruled out as a contributor to the hyperglycemia.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.